Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device was received in good visual condition and with no anvil present on the device and fully loaded with staples; however two anvils were received inside the bag. Anvil (a) was received in good visual condition and with the anvil washer half present. Anvil (b) was received in good visual condition with the washer uncut and with a piece of the ancillary trocar lodge inside the anvil. The piece of ancillary trocar was removed from the returned anvil (b) and the device was tested for functionality with this anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection, the anvil would not hook onto the stapler assembly. The device would not fire. There was something stuck down inside; it looks like the blue trocar was broken off inside the tip. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.